Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI # (B)(4), lot number and expiration date not available. Implant date was reported as an unknown date, (B)(6) 2013. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A retrieval analysis was performed for the subject device (part number pdl-m-pt10s, polyethylene inlay w/tantalum marker/medium-10mm-sterile, lot number 7437580). The retrieval analysis revealed there is no evidence of device failure or malfunction that warrants further actions. There is damage present on the polyethylene inlay, which is consistent with tool marks and surgical removal technique. The snap lock was rounded. There are signs of impingement on the inlay. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: a review of the device history record for (B)(4) / lot 7437580 and raw material lot 4869781 indicates no issues or manufacturing discrepancies relevant to the complaint of ¿migrated.¿ corrected data: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: one prodisc l implant (part # pdl-m-pt10s, lot# 7437580, mfg date 19aug2013) was received with the following complaint: ¿it was reported the polyethylene inlay of a prodisc-l implant extruded. The patient underwent a total disc replacement with prodisc-l at l5-s1 in (B)(6) 2013 for degenerative disc disease. She was fine for 13 months post-op. In (B)(6) 2014, she helped her mom move, and did repetitive lifting. Since then, she's had transverse low back pain and difficulty bending to pull up her jeans¿. Both (B)(4) was done for the complained device. The inlay was returned with minor damage; the damage is consistent with removal of the inlay. The prodisc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The complaint description stated that the superior endplate and polyethylene inlay migrated, resulting in pain for the patient. A revision surgery was performed to remove and replace the inlay, while superior and inferior endplates remained implanted. Evaluation of the complaint device showed that the locking tab has been sheared off from the inlay. This damage is post manufacturing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause for the migration of the endplate and expulsion of the inlay could not be determined. The complaint condition did mention repetitive lifting prior to the onset of pain, which could have caused the condition. No design related issues were identified with the polyethylene inlay. In addition, the actual occurrence is within the expected occurrence per the design and clinical risk assessment device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the polyethylene inlay of a prodisc-l implant extruded. The patient underwent a total disc replacement with prodisc-l at l5-s1 in (B)(6) 2013 for degenerative disc disease. She was fine for 13 months post-op. In (B)(6) 2014, she helped a family member move, and did repetitive lifting. Since then, she's had transverse low back pain and difficulty bending to dress. The surgeon stated the marker bb made the diagnosis easy, although the anterior translation of the superior component first caught his eye. He never saw this without significant trauma. The surgeon plans to use facet blocks as treatment, and a CT to evaluate the facets. If this is not successful, he will perform an anterior interbody lumbar fusion, or anterior/posterior interbody fusion (360), or exchange/replace the polyethylene inlay. An image reading was performed by a depuy synthes medical director. He stated "by comparing two lateral images, looks like the superior endplate has slight anterior translation against inferior endplate, but its position against l5 vertebral body remains unchanged. Based on the position of the marker in two images, the inlay is likely migrated anteriorly together with the superior endplate. Additional image, especially CT will be helpful to determine inlay position and exclude any posterior element fracture." This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6), 2015, the patient underwent a revision surgery to have the polyethylene inlay removed and replaced. The superior and inferior endplates remain implanted.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (prodisc-l medium inlay (pdl-m-pt10s). The subject device was received and a visual evaluation revealed that the locking tab has been sheared off from the inlay. This damage is post-manufacturing. Verification of relevant dimensions is not possible due to the observed damage in the as received condition. Additionally, the raw material cannot be verified because there is no in-house testing available for this material type. Therefore, the complaint is unconfirmed for the complaint condition of post-operative device migration. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.